Event description:
The duett sealing device deployed following a catheterization (via a 6f sheath in the right common femoral artery). Symptoms of an arterial occlusion (i.e. Loss of pulses, blueness) developed immediately after duett deployment. An angiogram confirmed the occlusion, and the pt underwent a surgical thrombectomy. The event was resolved with no further complications.